Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be further evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was found during an observation of the device: the probe displays a dark section on the right side of the image. The probe fails the transducer test with 2 failed elements. These issues are due to an internal failure within the probe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. During evaluation, the probe displays a dark section on the right side of the image. The probe fails the transducer test with 2 failed elements. These issues are due to an internal failure within the probe.